Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to extension sets and were being used to deliver unspecified volumes of unspecified solutions. After unspecified lengths of time in use, it was reported the tubing sets disconnected from the extension sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).